Event description:
Pt hospitalized for cardiac arrest. After 5 days in hosp, pt died. Pt's spouse reports that while on vacation, pt had a low blood glucose and gave themself additional insulin. Spouse states pt had a seizure followed by cardiac arrest. Pt was intubated and put on life support. Due to the fact that pt had a living will, life support was discontinued per the family's request in 2000.